Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient also had an irrigation and drainage procedure.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown intramedullary nail on an unknown date. On (B)(6) 2017, the patient was admitted to the emergency room after suffering a fall. While admitted, x-rays were taken that showed the intramedullary nail was broken in the proximal femur. On (B)(6) 2017, after developing an infection, the patient was returned to the operating room and a trochanteric fixation nail advance (tfna), a helical blade, and an unknown 5.0 locking screw were removed. This is report 3 of 3 for (B)(4).